Manufacturer narrative:
A ge svc rep performed an on site investigation. The system software and hardware was updated. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system was displaying a communication error. No pt injury was reported.